Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead fracture and high, out of range, high voltage lead impedance was observed on the rv lead. Lead was capped on (B)(6) 2015. A new lead was implanted. No further information available.